Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. Please note - late reporting due to customer did not obtain the case information until (B)(6) april 2013.

Event description:
Robotic assisted lap prostatectomy - "during procedure surgical team noticed piece of black rubber in abdominal cavity. Surgeon retrieved piece and team noticed it was piece of applied trocar. No other pieces of rubber noted."